Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 2/16/2022 it was reported by a sales representative via sems that an ar-12990 knee scorpion broke during an acl reconstruction with a possible meniscus tear procedure. The surgeon clamped the device into the soft tissue and the head of the scorpion broke off. The head got lodged into the knee and the surgeon had to take time to find the broken piece. He retrieved it and proceeded on with his surgery. No patient affect.